Event description:
The coil got stuck within microcatheter before it was in proper placement/position. Md able to remove failed coil from micro catheter, no injury to patient (times two coils, third coil was successful). Pt code: 4582. Device code: 4012, 3009. Ref report: mw5172992.